Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 3. On 2023-10-16, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility and swelling. No further patient complications were reported.